Manufacturer narrative:
The samples were serum or plasma. Qc run prior to the event was within the established ranges except for one level which was out of range high. It is unknown if qc was attempted after the event. The customer admitted that the twice weekly flowcell maintenance had not been performed in several weeks. The customer stated that the damper level was below minimum for alk buffer and that there was white precipitate in the damper and the lines going to the damper. The customer also noted cloudiness around the co2 electrode area in the flow cell. Bec hotline had the customer perform maintenance. Upon follow-up, the customer reported the issue was resolved and cancelled the service call. The root cause for this event was deficient maintenance of the instrument. The customer resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneously high carbon dioxide (co2) results generated by synchron lx20 clinical system for two patients. The erroneous results were not reported out of the laboratory. Repeat testing produced a lower result for one of the patients and suppressed results for the other patient. There was no effect to the patients or user.